Event description:
It was reported that a patient underwent an umbilical hernia repair procedure in 2009. Two months later, the patient noted pain and a 5 cm area of redness at the peri-umbilical hernia incision. The mesh was removed four days later due to localized infection. Upon removal of the mesh, the entire wound was irrigated with hydrogen peroxide and betadine and packed with 12" of 1" betadine soaked gauze and covered with sterile 4x4 gauze. The patient is reported to be doing fine.

Manufacturer narrative:
Infection. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.